Manufacturer narrative:
(B)(4). Repeated attempts have been made to obtain further detail regarding this incident of the bag falling; however, no further information regrading this specific event was obtained. No similar events of connection issues have been reported since this report. A review of the patient's account history was performed. Product surveillance spoke with the nurse who confirmed the patient resumes therapy. No adverse event was reported. An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was a supply bag fell and disconnected. The nurse reported that she wanted to attach another bag and reprime that line. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A nurse (rn) contacted (B)(4) regarding a bag that fell and came unspiked on the homechoice (hc) unit during dwell. The rn wanted to attach another bag and reprime that line. The technical service representative (tsr) explained that supplies were compromised and advised the rn to start over with new supplies. The tsr then assisted the rn with ending therapy early procedure. The rn confirmed she understood the explanation and will start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.